Manufacturer narrative:
Footboard assembly.

Event description:
It was reported by service report that the footboard was damaged, exposing sharp edges. It is unknown if there was pt involvement or if there were adverse consequences reported.